Event description:
The customer reported to olympus, the colonovideoscope, big wheel is loose. No patient harm or clinical impact. Procedure completed with a different scope. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: contamination in the auxiliary jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: light and optical cover glass and distal end cap adhesive fail worn. The distal end adhesive lighting, and the bending section cover or the distal end sheath adhesive lifting. The control body of the aspiration and air/water housing colored ring worn. The suction connector has minor fluid water leakage. There is marks on image, image alignment fail out of alignment, and hot and cold test fail for misty image. Angle not to specification and angle play. Electrical safety test not to specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. We could confirm the adhesion or clogging of the material to the auxiliary water channel. However, we could not identify the material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the suction connector. The events can be detected and prevented in accordance with the following sections of the instructions for use: gif/cf/pcf-290 series operation manual, chapter 3, preparation and inspection, and gif/cf/pcf-290 series reprocessing manual, chapter 5, reprocessing the endoscope olympus will continue to monitor the field performance of this device.